Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for catheter placement. The rep indicated that they registered correctly then draped, but had a 1 cm floating inaccuracy after. The site was in the process of un-draping and then re-registering. All anatomical landmarks were checked and were accurate originally, but were inaccurate after draping. The delay in procedure was 10 minutes and the site was in the process of re-registering. There was no change in patient outcome as a result of this issue.

Manufacturer narrative:
A software analysis was initiated but the cause of the event was unable to be determined with the in formation provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via phone call. The representative was unable to provide the exact cause of the inaccuracy. The surgeon indicated that the issue was likely due to the patients head being tilted slightly, and the way they were draping the patient. When the drapes were loosened the surgeon felt that it helped the inaccuracy. There was less inaccuracy but sill some.